Event description:
Plaintiff alleges that her exposure to latex lead to her becoming allergic to latex. She alleges that as a result of this exposure to latex she is now subject to increased health risks and may no longer work as a medical technologist. She is subject in the future to one or more anaphylactic reaction, has suffered substantial injury, pain and suffering as well as economic loss. Plaintiff husband, alleges loss of consortium of his wife.